Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; microbe name: klebsiella pneumoniae; amounts of bacteria: 1 cfu/endoscope; position detected: all channels. Microbe name: micrococcaceae; amounts of bacteria: 4 cfu/endoscope; position detected: distal end. Sampling date: (B)(6) 2023; microbe name: staphylocoques coagulase negative 36°c; amounts of bacteria: 2 cfu/endoscope; position detected: suction channel. Microbe name: staphylocoques coagulase negative 36°c; amounts of bacteria: 1 cfu/endoscope; position detected: water jet channel. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: probe unit - damaged; connecting tube - scratched; connecting tube - snaky; connecting tube - wrinkle; suction cylinder - scratched; air/water cylinder - scratched; channel mount - scratched; mouthpiece - damaged; scope connector cover - damaged; bending section rubber glue - scratched; bending tube - moved; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming contents of instruction manual of gf-uct180, following sections describe reprocessing method. Chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii ultrasound gastrovideoscope erector tested positive for more than 100 colony forming units( cfus) of enterobacter cloacae. Additionally, the air/water channel tested positive for over 100 cfus of enterobacter cloacae, the suction channel tested positive for over 100 cfus of enterobacter cloacae, the auxiliary channel tested positive for over 100 cfus of enterobacter cloacae and ll ducts and the distal end tested positive for over 100 cfus of enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.